Manufacturer narrative:
Other text: d4: UDI number and b3: date of event are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device will not go into over temp and is not able to complete the overtemp process. No patient involvement has been reported at this time.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a faded interlock block. During the functional testing, the device over temp pot was found to be out of calibration. The over temp pot was calibrated, also the interlock block was replaced and the o rings and reservoir gasket were changed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Additional information received via email. The event occurred on (B)(6)v 2023 during preventive maintenance. No patient affected.

Manufacturer narrative:
Other text: b3, b5 and h6. Health effects codes, updated.